Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that when the mrx is charged, it makes a crunching noise. There was no reported patient involvement.

Manufacturer narrative:
This case is a duplicate of (B)(4) / salesforce (B)(4) (non-reportable), which was determined to be a user misunderstanding or user error. There was no device malfunction.